Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the dermatome doesn't hold the adjustment¿s set. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 18, 2016 where it was reported that the motor and lever were used and the motor a.o , motor sleeve, ball bearing ¿o¿ ring spring seal, poppet housing, poppet spring and lever die were replaced. This is not a related issue. Initial qa inspection of the air dermatome by medicrea on september 11, 2017 revealed that the motor a.o is used and corroded .it was also revealed that the motor sleeve, the control bar input test did not confirm. The device was out of calibration at zero setting only. Repair of the air dermatome was performed by medicrea on september 20, 2017 which included replacement of the ball bearing, ¿o¿-ring, spring seal, needle bearing, semi-circle bearing, poppet housing, poppet spring, control bar, motor a.o, and motor sleeve. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial it was revealed that the motor sleeve, the control bar input test did not confirm and the device was out of calibration at zero setting only. However ,it was also revealed that the motor a.o is used and corroded. The root cause of the reported event was due to the control bar input test did not confirm and the device was out of calibration at zero setting only. The issue was resolved with the replacement of the ball bearing, ¿o¿-ring, spring seal, needle bearing, semi-circle bearing, poppet housing, poppet spring, control bar, motor a.o, and motor sleeve.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product will not be returned to zimmer biomet for investigation because the product was evaluated by an external contractor. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product evaluated by external contractor.

Event description:
It was reported that the device does not hold the adjustment set. Also, the device cuts too deep. No adverse events have been reported as a result of the malfunction.